Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with bifurcated stent and infrarenal aortic extension on (B)(6) 2014. Patient came in emergently and the physician identified a type 3a endoleak. The physician elected to implant an additional infrarenal aortic extension and a suprarenal aortic extension to seal the leak. Patient status in unknown.

Manufacturer narrative:
A clinical evaluation confirmed the type iiia endoleak with component separation and a partial stent collapse. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The device remains implanted in the patient and was not returned, no evaluation completed. Root cause is inconclusive due to not enough information to determine the root cause.